Manufacturer narrative:
An event of fiber-like thrombus formation during procedure when releasing the device was reported. The patient was coagulated to attempt to dissolve the thrombus, which caused blood to leak from the femoral access and had to be treated with surgical closure. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 25-18mm amplatzer talisman pfo occluder was selected for an implant. During the procedure, during the release of the first disc of the talisman 2518 device into the left atrium, a thrombus formed on the pin. The appearance of the thrombus was fiber-like. The patient was coagulated to attempt to dissolve the thrombus, this caused blood to leak from the femoral access which had to be treated with surgical closure. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.